Manufacturer narrative:
The reported field event of premature depletion could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received, and the remaining battery capacity was higher than the battery capacity requirement for implant.

Event description:
It was reported that the patient presented for an implant procedure. Prior to implant, an anomaly was noted whereby the percentage of the battery was at 92% on the implantable cardioverter defibrillator (ICD). The use before date was may, 2022. A decision not to implant the ICD was made due to the lower battery percentage. There was no reported patient involvement or consequence.